Event description:
Contact reported that a depuy acromed lumbar cage was broken during attempted insertion. The surgeon left a portion of the device in the body. No adverse consequence to the patient has been reported as a result of this situation. As a malfunction occurred that could require surgical intervention an MDR is bing filed to document this event.